Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and instability. Or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case - USA (master case no. (B)(4)). Case no. (B)(4). Patient ID: (B)(6). Additional information received on 23-jan-2024. 7. Plaintiff was implanted with the following exactech device: knee (optetrak logic). 9. Leg in which the exactech device was implanted: left. 10. Date the exactech device was implanted: (B)(6) 2011. 11. State in which the exactech device was implanted: (B)(6). 12. State in which the plaintiff resided at the time the exactech device was implanted: (B)(6). 13. Date(s) the exactech device was surgically removed/revised: (B)(6) 2022. 14. State(s) in which the exactech device was surgically removed/revised: (B)(6). 15. State(s) in which the plaintiff resided at the time the exactech device was surgically removed/revised: (B)(6). The patient has filed a short-form complaint in a coordinated action in (B)(4) with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device. No device return anticipated due to this being a legal case. Unable to locate ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no additional results. No further information. Original description summary. As reported via legal documentation, this patient had verified left knee tka on (B)(6) 2011. They were then noted to present with a painful and unstable left knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient underwent revision surgery (B)(6) 2022, approximately 11 years and 9 months after their initial replacement. The polyethylene liner was removed. There was noted to be wear of the liner. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. Femoral and tibial components were replaced. The patella was noted to be well fixed, but there was some wear on the patella, which was removed. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Unable to locate ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
B4; corrected.

Event description:
As reported via legal documentation, this patient had verified left knee tka on (B)(6)2011. They were then noted to present with a painful and unstable left knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient underwent revision surgery (B)(6)2022, approximately 11 years and 9 months after their initial replacement. The polyethylene liner was removed. There was noted to be wear of the liner. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. Femoral and tibial components were replaced. The patella was noted to be well fixed, but there was some wear on the patella, which was removed. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Unable to locate ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no results.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, this patient had verified left knee tka. They were then noted to present with a painful and unstable left knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The patient underwent revision surgery, approximately 11 years and 9 months after their initial replacement. The polyethylene liner was removed. There was noted to be wear of the liner. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. There was no evidence of infection grossly although multiple specimens were sent to pathology. Femoral and tibial components were replaced. The patella was noted to be well fixed, but there was some wear on the patella, which was removed. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Unable to locate ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no results.